Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
The patient reported blood glucose results of "10.4 and 6.8 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 12 mg/dl (0.67 mmol/l) and/or 15%. There was no allegation of harm or injury because of the reported issue.

Manufacturer narrative:
Follow-up # 1 (11/29/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the test strips involved with this complaint were tested and found to have failed for control solution high and an er4 message. On (B)(6), 2011 the meter was tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.